Event description:
The stem was revised 6 months after primary implantation. The stem was fixed distally but loose proximally.

Manufacturer narrative:
Document review: amistem h femoral stem size 4 std - (B)(4) / lot 111868 (40 stems produced). All parameters were found to be conforming to specifications valid at the time of mfg. Thirty stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the loosening is unk and we do not have evidence that the event is device related; stem loosening is a known complication of thr.